Event description:
It was reported that the catheter broke. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla became entangled with the unspecified guide wire and became pulled apart. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was stable.

Event description:
It was reported that the catheter broke. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla became entangled with the unspecified guide wire and became pulled apart. The procedure was completed with a different device. No patient complications were reported and the patient's status post-procedure was stable. Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. The distal shaft was detached/separated at the collar. The ptfe and portion of the shaft were pulled out of the collar and attached to the distal shaft. The hypotube shaft was kinked 88cm and 90cm distal of the hub. The guidewire used in the procedure was not returned for analysis, so a .038" guidewire was used for functional testing. The wire was able to be advanced through the shaft with no issues. Inspection of the remainder of the device presented no other damage or irregularities.